Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The air detector was working properly, and the pump was working fine. There was no known cause of the reported issue, and no further action will be taken.

Event description:
It was reported that the device had an air in line error. There was no patient involvement.